Manufacturer narrative:
During the analysis of the lead, it was noted that the insulation was damaged under the introducer aid. The position and characteristics of this damage indicate excessive mechanical stress on the lead by ligature threads. This damage can with high probability be regarded the cause for the interference signals sensed by the ICD. Additional damage to the lead is probably a result of the explantation procedure. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 17 months, it was reported that improper sensing with shock charges was noted via home monitoring. During the explantation, cutting of the suture sleeve into the insulation of the lead was noted. No deterioration of the patient's state of health was reported.